Event description:
It was reported that during implant of the atrial lead and following connection to the device, the lead exhibited high threshold. However, the physician decided to leave the lead at the implanted site. It was also reported that twenty-four hours later, measurement was performed with the programmer and threshold had decreased. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.